Manufacturer narrative:
Device manufacturers only: evaluation conclusion code: review of procedure notes reveived by the manufacturer for this event does not indicate any malfunctions or abnormalities were present with the stent (device in question) during event procedure. The stent was used as an intervention to embolize the aneurysm previously treated with aneurysm coiling. Aneurysm embolization procedure was completed with the stent (device in question).

Event description:
It was reported to boston scientific (bsc) on 01/29/2007 that a customer encountered problems during use of a detachable coil. According to the customer: "post procedure (endovascular local thrombolytic therapy for thrombosed right pca artery): patient was treated with (bsc) stent (device in question) in 2007 for recurrence of a previously treated basilar tip aneurysm. On pod #1 (postoperative day number, i.e. Postoperative day 1), the patient was noted to have left visual field cut inferior greater than superior quadrant. The patient was taken to the interventional radiology suite and thrombolysis was performed using reopro and tpa. An angiogram followed and showed good antegrade flow. The patient was then taken to the ICU where she was noted to have slight improved function and field defect after waking from anesthesia. On pod #3, the patient was transferred to the floor. Her visual fields were much improved to confrontation. Patient was started on aspirin and plavix antiplatelet therapy. On pod #4, patient activity was increased appropriately and the diet was advanced to a general diet. The patient was discharged home in good condition five days later. "